Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, was reported by a nurse who contacted the company to report a product complaint on a pen that had never been used by a (B)(6) patient of unknown gender. On (B)(6) 2012, the humapen memoir burgundy pen was returned with an unknown problem. On (B)(6) 2012, it was reported that the display window showed missing lines in the formation of the characters and numbers which made the reading of the display impossible. The 8 looked like a number 3 because of the missing lines. The humapen memoir was associated with product complaint (B)(4)/ lot 1001c02. The device had never been used by a patient the product complaint was found by a nurse. The device was returned on (B)(6) 2012. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the product complaint safety database confirmed the previously captured cirm. No new information was added to the case. Update (B)(4) 2012: additional information received from the global product complaint safety database on (B)(4) 2012: added patient age, updated the device specific safety summary text, EU/ca fields, medwatch fields, and the narrative.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event section. Please refer to update statement dated (B)(4) 2012 in this field. No further follow-up is planned. Evaluation summary: a sales representative reported that the numbers of their humapen memoir device display were not showing completely or were missing. Investigation of the returned device (batch 1001c02, manufactured january 2010) found missing segments in the ten's dose digits of the display when the device was at normal room temperature (21 deg c) and determined the root cause was a deficient bond between the interconnecting lcd cable and the lcd glass. A house sample review did not identify any other devices with missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in (B)(4) 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in (B)(4) 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use.

Event description:
(B)(4). This device case, which does not involve an adverse event, was reported by a nurse who contacted the company to report a product complaint on a pen that had never been used by a patient. On (B)(6) 2012, the humapen memoir was returned with an unknown problem. On (B)(6) 2012, it was reported that the display window showed missing lines in the formation of the characters and numbers which made the reading of the display impossible. The 8 looked like a number 3 because of the missing lines. The humapen memoir was associated with product complaint (B)(4)/ lot 1001c02. The device had never been used by a patient the product complaint was found by a nurse. The device was returned on (B)(4) 2012.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.